Event description:
The doctor was performing a breast biopsy and the screen froze during sampling and turned black. The customer powered off the unit, tried a different power outlet, powered the unit on, and the doctor continued sampling the patient. After the last sample was taken, the screen froze again, then turned white. The doctor powered the unit off, switched the power cord back to the original power outlet, powered the unit back on and completed the case with no patient consequence. One device to be returned for analysis.